Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
Note: this report concerns the second of two devices that were used during the same procedure. Manufacturer report #3005099803-2010-01851 concerns the first device. It was reported to boston scientific corporation that during a posterior pelvic floor repair procedure using a pinnacle posterior pfr kit, the needle detached from the mesh leg, outside the patient. The procedure was completed with another pinnacle posterior pfr kit, without any complications to the patient, who is reportedly "fine" post-procedure.